Event description:
Information was received that the device was changed out to resolve the incident.

Manufacturer narrative:
B1, b5: additional information. One tracheostomy tube was returned for evaluation. Visual inpsection of the device confirmed the shaft is off center. After closely analyzing the trach, we have determined that an uneven cut at the proximal end of the shaft has caused this tube to sit crookedly. The reported customer complaint has been confirmed, and the problem source has been determined to be manufacturing.

Event description:
Information was received indicating that the side of a smiths medical portex bivona tracheostomy tube was noted to be twisted to one side. There were no reported adverse effects.